Event description:
A rn found the star ventilator alarming & signaling "vent inop." Therapist respiratory turned unit on & off and the machine started up again. On the next shift ventilator was removed and sent to clinical engineering. Service was called in and could not verify problem.